Manufacturer narrative:
The manufacturer is in the process to obtain more information regarding possible consequences on the patient and patient outcome.

Event description:
The manufacturer was notified on (B)(6) 2016 that during the intra-operative tee, after a perceval l implant, a central leak was detected. This leak seemed to be due to an insufficient leaflets coaptation. The surgeon explanted the perceval valve and implant oa new pvs valve,"l". Tee view was normal after second implant and completed the case.

Manufacturer narrative:
DHR review analysis and results: the complete manufacturing and material records for the subject valve were pulled and reviewed by quality control. The results confirmed that this valve satisfied all material, visual, and performance standards required for a perceval valve size l at the time of manufacture and release. Visual inspection analysis and results: the visual inspection was performed on june, 8, 2016 and the results confirmed that the valve satisfied the standards required by the procedure qbf031 rev. R. Hydrodynamic test analysis and results: the results of the tested perceval valve size l sn pa7380a show that: - for a cardiac output of 5.0 l/min, a beat rate of 70 bpm and 80 mmhg of backpressure the valve, mounted in an aortic root with the maximum diameter per IFU, shows a regurgitant fraction of 6.6% that is in line with the reference value (6.7%) well below the iso 5840 requirement (rf% < 15%) for a prosthesis of equivalent tad; - the eoa value is 2.81 cm2, well above the iso 5840 requirement (eoa > 1.25 cm2), above the reference value (2.63 cm2); - at the visual inspection, the valve does not reveal any anomaly during the open/close phases of the pulsatile hydrodynamic test. Based on the information collected and based on the investigation results the possible root cause related to this complaint could be valve malpositioning.